Event description:
It has been reported to philips that the table and the c-arm could not be operated. The user performed a restart twice but the issue remained. The examination was cancelled. No harm has been reported to philips. Due to the lack of information as to the allegation, we are conservatively reporting this event. The investigation is ongoing. A follow up report will be submitted when further information is received. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. . According to additional information provided the system was outside of clinical use. The philips field service engineer (fse) inspected the system onsite and confirmed that the ¿bed and arm are inoperable¿. After uninstalling and reinstalling the software, the system was working fine. As a corrective action fse replaced control module geo standard ER. After replacement control module geo standard ER, the system was returned to use in good working order. Codes were updated based on the investigation outcome.